Manufacturer narrative:
Radiometer reference (B)(4).

Event description:
The customer reported that blood leaked through the vented tip cap (vtc) while the customer was removing air from the blood sample. Nobody came into contact with blood, and the hospital staff were trained in the use of the device and followed instructions for use.

Manufacturer narrative:
Reference samples were investigated and no failure was detected. The actual device was discarded by the user. Actual device discarded.

Manufacturer narrative:
In follow-up report #2 the date in date received by MFR was incorrectly stated as 02/04/2017. The correct date was 02/03/2017.

Manufacturer narrative:
Narrative: the manufacturing process was investigated. It was concluded that the root cause of this malfunction is: no upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and not sufficient maintenance procedure of vtc machines.